Event description:
Flo-gard 6301 pump was being used to administer epinepherine during a coronary artery bypass graft case. The infusion was initially started at 15 ml/hr. Nothing abnormal was noted with the pt during the surgical procedure. The pt was then released to the intensive care unit after the case. Later in the intensive care unit, hours after the start of the infusion, it was noted that the container was still full and a clamp above the pump was found closed. The clamp above the pump reportedly did not alarm during this time. It was reported that there appeared to be no impact to the pt. No specific pt info such as gender, wt, or age was reported.